Event description:
It was reported by the attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced frequency and urgency. It was reported that patient underwent revision of sling/removal of mesh on (B)(6) 2009.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent exploratory lap, total abdominal hysterectomy, cautery of endometriosis and lysis of adhesions due to pelvic pain, genuine stress urinary incontinence, and painful bladder syndrome. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, urinary/bowel problems, fistulae, bleeding, dyspareunia, lower back pain, abdominal pain and rectal abscess (had surgery for this on (B)(6) 2014). It was reported that patient underwent mesh revision in (B)(6) 2008 for mesh erosion.

Manufacturer narrative:
It was reported that following insertion the patient experienced interstitial cystitis and vaginal discharge.